Event description:
It was reported that due to patient anatomy, the lead kinked on the sheath. The lead was not implanted and a new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) defib conductor distorted, and blood noted on helix; the analyst noted that the observed distortion of the exposed defibrillation coil likely resulted from inserting the lead through an introducer with a hemostasis valve, but that the distortion likely did not affect performance; full lead returned and analyzed.